Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the freedom driver exhibited a battery alarm while supporting a patient at the (B)(6). The customer also reported that the freedom driver continued to exhibit battery alarms despite being tested with different batteries. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited battery alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the (B)(4) exhibited a battery alarm while supporting a patient at the center (B)(6). The customer also reported that the (B)(4) continued to exhibit battery alarms despite being tested with different batteries. The customer also reported that the patient was subsequently switched to the backup (B)(4). There was no reported adverse patient impact. The (B)(4) was returned to syncardia for evaluation. Visual inspection of the external components of the driver revealed no abnormalities. Visual inspection of the internal components of the driver revealed foreign object debris on the exhaust fan and fan cover and a fractured housing boss. The customer-reported intermittent battery alarms could not be reproduced. The driver met all pressure test acceptance criteria, which included normotensive and hypertensive settings with no anomalies or alarms. Despite the foreign object debris on the fan assembly and the fractured housing boss, the unit functioned as intended throughout the performance evaluation and, no link between these visual observations and the customer-reported intermittent battery alarms could be conclusively determined. The electronic record did not reveal any new fault alarms associated with the customer reported issue. Only permanent fault alarms are recorded in the driver's alarm history. Intermittent, recoverable and battery alarms are not recorded in the electronic record. Despite the customer-reported intermittent battery alarms, risk to the patient was low because the driver continued to perform its life-sustaining-functions. The driver was serviced, which included the replacement of the housings and main printed circuit board assembly (pcba). Based on days of use, the service included the replacement of the piston cylinder assembly (pca), motor/gearbox assemblies, motor controller pcba, and speaker pcba, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.